Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported issues with guided tool change during a case. The customer stated that the leds on the arm are turning blue and the instrument is being inserted too far. Technical support engineer (tse) asked if customer was pressing the instrument clutch during instrument exchange and customer stated they were not. Tse log review showed no related errors. Customer was not at a point in surgery where they were comfortable doing an instrument exchange while on the phone with tse. The procedure was completing as planned with no reported injury.